Event description:
Event description boston scientific crm received information that, since implant, this defibrillation has exhibited increased pacing impedance measurements. Current measurements are out of range however all other lead integrity measurements are normal and stable.